Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states they woke up with 49mg/dl and treated with food. The customer states they had issues with high levels. The customer's blood glucose level at the time of incident was 240mg/dl. The customer's most current level was 161mg/dl. Troubleshoot was conducted. The customer is being sent out tubing clamp to conduct high pressure test and complete troubleshoot. The customer will be calling back when supplies arrive. The customer was advised to conduct full set change and monitor the device.